Manufacturer narrative:
Investigation performed by isi's engineering group determined that the cause of the reported unexpected movement of the stapler 45 instrument experienced by the site was caused by a combination of the da vinci surgical system's p5 software and the surgeon's quick transition from the clamp to fire pedal during use. The stapler 45 instrument was returned to isi for failure analysis investigation. Complete visual and functional assessment and tests were performed and no failures were found. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary lobectomy procedure, after the surgeon fired the stapler 45 instrument with a blue reload installed, the stapler 45 instrument suddenly jerked and twisted. While there was no patient harm, adverse outcome or injury, it has been determined that recurrence of the reported event could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, after firing the stapler 45 instrument with a blue reload installed and before unclamping, the stapler 45 instrument suddenly jerked and twisted. There was no patient harm, adverse outcome or injury and the planned surgical procedure was completed. On (B)(6) 2016 a video recording of the surgical procedure was provided to isi and reviewed by a clinical engineer. Review of the procedure video confirmed the reported unexpected movement of the stapler 45 instrument during firing of the blue reload on lung parenchyma to complete the fissure in a lobectomy procedure. The unexpected motion occurred after firing was complete and while the stapler device was transitioning to unclamping. The unexpected motion consisted of the instrument shaft rotating approximately 75 degrees in the counterclockwise direction. This is at a time in the standard firing sequence of the stapler instrument when the surgeon does not have control of the instrument. Review of the video recording showed that the motion observed caused no damage to the lung parenchyma on which it was clamped or any adjacent tissue structures.